Event description:
It was reported that the pt felt like his stimulation was not working quite the same in the last two months. The pt thought, he might need an adjustment. As of the time of this report, the pt had not set up an appt with their hcp to have the device evaluated. There was no known accident or incident related to this event. The pt's status was undetermined. Add'l info has been requested and will be made as follow up, as it becomes available.

Manufacturer narrative:
(B)(4).